Event description:
It was reported the patient had been hospitalized due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 442 mg/dl. The pod worn between 4 and 24 hours on the arm. Symptoms reported include, vomiting, dehydration and food poisoning. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient was placed on an intravenous therapy of fluids, insulin as well as given anti-nausea medication. The patient was released the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.